Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient was experienced an elevated blood glucose (bg) of 33.3 mmol/l with extreme thirst, nausea, symptoms of dehydration (dizzy, lightheaded), shortness of breath and an unspecified level of ketones associated with an alleged intermittent power and damage issue with the pump. Reportedly, the patient discontinued pump therapy and resumed with the same pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the battery compartment was cracked and there was intermittent power in the pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia because of intermittent power and damage issue with the pump.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the battery compartment was found to be cracked and corrosion was found. The battery cap had stripped threads and was unable to maintain an electrical connection with the pump. A test battery cap was able to fit to the pump and maintain an electrical connection to complete a 24 hour duration test. The total daily doses of insulin added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. Unrelated to the initial allegation, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.